Event description:
General report received of an unspecified number of undocumented incidents of pts receiving less medication than intended. The pumps were programmed to delivery in either the continuous or ml/hour mode. The pts received "gereral i.v. Fluids" at delivery rates ranging from 250ml/hour to 1000ml/hour. No further programming parameters were provided. The nurse noted that the infusions "took longer than expected". The device remains in clinical use. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional info was provided.